Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect i2000 analyzer generated a false positive b-hcg result of 417 miu/ml. The sample was retested 5 times and all results were < 1.2 miu/ml. There was no report of impact to patient management.